Manufacturer narrative:
Based on the available information, this event is deemed a reportable malfunction. An evaluation was performed on (B)(4) 2014. Received one unused i.d 6.5mm, catalog # 61110065 endotracheal tube with frosty balloon, fitted with pp connector of corresponding size and tube marked as per (B)(4) specification. Product fitted with pvc bullet valve with pilot balloon printed with sizes identification 6.5 mm and work order #: (B)(4). The samples were tested on (B)(4) 2014. The samples were inspected and the observations are as follows: one unit confirmed for hair in package. Review of the assembly record did not reveal any signs of the associated defects detected during the 100% light test. Based on the analysis of the returned samples provided it was found that they did not meet our inspection criteria. However, this complaint issue has been investigated to address the confirmed complaint and documented in the CAPA system to address the confirmed complaint to prevent future occurrences. No additional patient/event details have been provided to date. Should additional information become available a follow-up report will be submitted.

Event description:
It was reported that during incoming inspection "found hair in package."